Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery or occlusion alarms noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture and scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer changed her set and tried to deliver a correction bolus however she received another insulin flow block alarm. The customer tried all the recommended troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.